Event description:
The recipient reportedly elected explant surgery due to the need of a MRI. The recipient was reportedly a non-user.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly has a complex medical history including cerebral palsy and migraines. The recipient has reportedly experienced a rapid deterioration of neurological status unknown etiology requiring an MRI. The recipient was not reimplanted. The recipient has reported recovered from explant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.